Manufacturer narrative:
The patients involved in the three chemical colitis cases experienced symptoms such as high white blood cell count, inflamed colons, bleeding, abdominal pain and fever. It is reported, all three patients went to the emergency room and one was hospitalized. Medivators clinical specialist immediately went onsite when this incident was reported to manufacturer. Clinical rep checked over and tested the two machines, which were used at the facility. Chemistry and facility procedure was checked as well. The machine was operating as intended with no reports of machine errors. Machine was programmed correctly for the use of rapicide, which was the chemistry the facility uses. It was noted, the chemistry did not contain an opened date as recommended by the manufacturer. It is unclear how long the rapicide was opened. Once opened, the max life span of product is (B)(4). Clinical specialist also noticed the facility using modified/ 'homemade' hookups and the facility did not have a hookup for the olympus air pipe which is connected in the machine. Multiple hookups found at the facility were in poor condition (cracked, brittle and worn) and needed replacement. It was also noted the rapicide test strip bottle was also undated and rapicide was only being tested once a day when it is to be tested for each cycle. Based on the finding and observation conclusion of medivators' clinical specialist, it is suspected these chemical colitis cases are due to user and facility process/procedural error. Clinical specialist provided in-service to facility that same day. New hookups and chemistry was also ordered. Upon receipt of additional information, medivators will review and determine is further action or a supplemental report is necessary.

Event description:
On (B)(6) 2012, facility reported three confirmed chemical colitis cases. Procedures occurred on the following days: (B)(6) 2012.